Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. All available information was investigated a conclusive cause for the reported slda could not be determined. There is no indication of a product deficiency with respect to manufacture, design or labeling.

Event description:
This is being filed to report that the clip detached from one leaflet, requiring another clip to stabilize it. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. After the second clip was implanted, it was noted it detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment (slda)). A third clip was implanted to stabilize the slda clip, reducing mr to 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.